Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving compounded dilaudid (2.0mg/ml at 1.3015mg/day) and bupivacaine (30.0mg/ml at 19.523mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2018 the patient reported new right lower extremity numbness and weakness. On (B)(6) 2018 an inflammatory mass (im) was suspected, so the catheter was viewed under fluoroscopy which revealed a mass to the right of the catheter, which was concerning for an im. On (B)(6) 2018 a catheter revision was planned. On (B)(6) 2018 the catheter was revised. A new spinal segment was indicated with the old catheter tied off as there was resistance while attempting to remove it. A catheter kink was observed at the anchor tail, but no documentation of an inflammatory mass was in the operative report. The device diagnosis was catheter kink and the clinical diagnosis was lower extremity paresthesias. The event was resolved without "seqelae" on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.